Event description:
It was reported the customer was hospitalized for low blood glucose. The date of the customer's hospitalization was (B)(6) 2014. Blood glucose at the time of admission was unknown. It was found the customer had a seizure due to their low blood glucose. Customer was treated with an IV at the hospital. The cause of the customer's low blood glucose was unknown. Troubleshooting found the customer's drive support cap appeared to be normal. Customer's insulin pump also passed a displacement test. It was also found the customer had no delivery alarms that were resolved with an infusion set change. The customer was advised to monitor their insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.